Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted and replaced due to battery depletion. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that a clinician felt this device may be depleting prematurely as longevity calculations were unsatisfactory. The device was noted to be at elective replacement indicator (eri). A change out will be scheduled in the near future.